Event description:
It was reported that two autopulse nimh batteries with s/n (B)(4) would not hold a charge. There was no report of a pt injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse nimh batteries ((B)(4)) were returned on (B)(4) 2012 to zoll circulation and analyzed. Evaluation of the two returned autopulse batteries could not verify the customer's reported failures. Both batteries passed testing after going through a test cycle. In addition, batteries appear to have been test cycle. In addition, batteries appear to have been test cycled on a monthly basis. Given that both batteries passed testing, a root cause that may have contributed to the customer's report failure could have been that batteries were not fully charged prior to operation.